Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) it was reported that they have had ins for a about a week and they are still having to self cath every time they pee. Patient stated they tried calling hcp and were told they needed to contact mdt. Patient stated that they have had to sit on the toilet for 45 minutes just to try to pee and have tried making adjustments themselves while on the toilet, but nothing has helped.  Patient said it is getting to be more painful. Patient stated when they came home from the ins procedure they would drink two bottles of water and know they had to pee, but weren't able to go. Walked patient through connecting to ins. Patient was able to connect to ins and increase stimulation to a comfortable level. Walked patient through how to change programs as well. Patient was able to change programs. Patient decided to stay on current program and increase stimulation. Patient had to reposition communicator a few times after getting device not responding and operation failed messages. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.